Manufacturer narrative:
Corrected section: d9 corrected from 01/28/2022 to 11/16/2021. Which was originally reported on follow-up #1.

Event description:
N/a

Manufacturer narrative:
Based on the details of the complaint the stent detached or moved on the catheter prior to final placement. Additional information received stated that the stent did not dislodge prior to deployment of the stent. In this regard it would appear that the stent was deployed either partially or fully when the stent either moved or migrated off the balloon. It is not fully clear if the stent migrated after being fully deployed or not. The vessel diameter in which the stent was to be deployed stated it was 9 to 10mm inner diameter. This information is critical in regards to properly sizing the device within the lumen diameter. The label of the advanta v12 provides the expected average diameters and length of the stent when deployed. Upon opening the returned catheter it was clear that the shaft had been elongated and that the catheter shaft was separated from the balloon of the catheter approximately 10cm prior to the proximal end of the balloon. The shaft had been stretched prior to breaking and there was also a neck down to a smaller diameter just prior to the proximal balloon weld. The weld itself was still intact. The break of the weld in regards to the reported complaint are secondary as the break would have occurred upon withdrawal and likely attributed to not allowing the balloon to deflate fully. The balloon had clearly been fully inflated. To determine if the balloon had a leak in it the balloon was connected to a toughy borst adapter and the balloon pressurized. During inflation fluid was seen entering the balloon at the locations of the two skive hole indicating that both lumens and skives were patent. The balloon was clamped and steady thumb pressure placed n the center of the balloon. No leaks in the balloon were noted. The remaining catheter shaft with the inflation manifold was also pressurized to ensure the proximal end of the catheters inflation lumen1vs were also patent. Under 20x magnification the 2 two skives holes were open and did not have any interference from adhesive. The inflation port of the manifold was connected to a 20cc syringe and pressurized. Fluid was coming out of both lumens indicating that both lumens were patent. The importance of the patency of the lumens ensures proper stent deployment in the dog bone shape. If one of the lumens were not patent or missing this could result in an uniformed stent deployment. Based on the results of the physical inspection of the returned device it cannot be concluded that the device was faulty and thus cannot confirm the complaint. A review of the device history records (DHR) was also conducted. The review shows that this lot of advanta v12 catheters passed all quality and performance requirements. There were no non- conformances noted. The review shows that the proper product labels were affixed to the product, that all specifications were met and that all operators were trained to the procedures listed within the DHR. Specific attention was made to the inflation skive lumens. The review of the DHR included looking at the skive dimensions of the proximal and distal skive ensuring they were within specification. All dimensions were within specification. All dimensions were within specification as listed within the DHR and within the part specification. During the process of manufacturing each skive is inspected to ensure it is in the correct location and an aql level measured to ensure the dimensions were correct. All samples manufactured, evaluated and measured passed all requirements. A review of the stent retention data was also conducted. During the process of manufacturing the covered stent is crimped onto the balloon. The data within the DHR shows that the minimum stent retention data point was 14.3 newtons which met specifications. The requirement for stent retention is that the stent must not move during the tensile test at a force lower than 5.5 newtons as specified within the part specification. In regards to the stent moving it¿s not clear exactly how or when this occurred. Proper measurement of the inner diameter of the healthy vessel is very important when sizing the stent for use. The average stent diameter after deployment is supplied on the product label at both the nominal inflation pressure of 8 atmospheres and at the rated burst pressure of 12 atmospheres. During the product lot qualification that was conducted on every lot of catheters the recoiled stent diameter is measured on either 13 samples or 20 samples depending on lot size. The data shows that the minimum recoiled stent diameter was 9.9mm and is within the acceptable range of 9.2mm to 11.0mm as specified within the part specification. Based on the review of the device history records there is no evidence that the device in question was faulty. The DHR review has not shown that the product did not meet requirements nor did the inspection of the physical product. The review of the physical product and case details, the root cause cannot be determined. There is a possibility that the balloon was inflated while still partially in the introducer sheath preventing the proximal balloon cone from opening or there is also a possibility that the disease state of the area being treated was not compliant or calcified prohibiting a portion of the balloon from opening. This cannot be confirmed without imaging from the procedure.

Event description:
N/a.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Follow-up report will be submitted upon completion of the investigation.

Event description:
Report received stated that during recanalization of the left deep iliac artery by the humeral route by the surgeon, two stents were on the table. During the procedure, one of the two stents detached from its support in the artery before its final placement. The stent was removed with some difficulty and another stent was used for the procedure. Prolonged procedure time was reported.